Event description:
It was reported that: while ventilating a patient an alarm sounded, the display went blank, and the ventilator no longer functioned. The patient was manually ventilated with an alternate device until being relocated to another ventilator. No patient injury.